Manufacturer narrative:
Due to character limit e1(event site name)advocate lutheran general hospital nurse called with a gas loss alarm. She stated another nurse had resolved the alarm by disconnecting the thick, clear tubing. Esp team had her verify there was no blood or discoloration in the helium tubing. Esp team reviewed the proper way to troubleshoot a gas loss alarm check the helium tubing for blood or discoloration, press the iab fill key for 2 3 seconds, press start, and check the helium tubing again. Esp team reviewed the nature of this alarm and different clinical possibilities. She was unsure if the patient was moving when the alarm sounded. Esp team encouraged her to call back should the alarm go off several times in an hour so we could troubleshoot it together. Esp team collected product surveillance information.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.